Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation and lm investigation. The legal manufacturer (lm) reviewed the content of this complaint for further investigation. The lm reports that the root cause could not be identified. The legal manufacturer provided the following possible cause for the reported event are presumed as follows: the legal manufacturer reported that the phenomenon was not reproduced at the repair department. It seemed like the image was not displayed because communication to the processor failed due to dirt or dust adhered to the electrical contacts of the video connector. As a result of the DHR review, it was confirmed that there was no abnormality in manufacturing, concession, and variation.

Manufacturer narrative:
The unit was returned to the service center for evaluation. The customer¿s complaint was not replicated. There were no white noise errors observed and the unit functioned as intended. An investigation is ongoing to obtain additional information regarding the reported event. If additional information is received this report will be supplemented accordingly.

Event description:
The user facility reported a communication failure and no image while using the camera head. There was no patient involvement reported.